Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an auto-off alarm occurred. The customer declined assistance from tandem technical support regarding the issue. Customer's blood glucose level was 300 mg/dl. Customer will use manual injections for insulin therapy.